Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to subsidence of the tibial baseplate after the patient fell. The patient's entire knee was revised so that a ts construct could be implanted. Rep reported that no further information will be released.